Event description:
It was reported that a malfunction with code 12-0x2071 occurred in the customer¿s pump. There was no reported impact to the customer¿s blood glucose level as the specific value was unknown. The customer had not reset the pump for this issue in the past 24 hours, but the malfunction had been reported multiple times. Tandem technical support decided to replace the pump, confirmed the customer's shipping address, and provided instructions for returning the problematic pump. The type of backup therapy used by the customer was not provided.